Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the urgent care due to a high blood glucose (bg) level of 680 mg/dl. Cause of the high bg was unknown. High bg was addressed via manual insulin injections. Customer was released from urgent care on (B)(6) 2021 with no reported permanent damage.